Event description:
A malfunction was reported with the pump. There was no adverse impact on the customer¿s blood glucose level as it remained below 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any issues reoccurred.